Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for evaluation and a malfunction of the device's power cord was observed. The device's power cord was replaced to address the issue. There was no harm or injury reported. During additional evaluation of the device at the third party service center, the device failed a test step during testing. The device's blower bellows was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a malfunction of the device's power cord was observed. The device's power cord was replaced to address the issue.